Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2014 due to lens opacity (anterior subcapsular) and was not replaced. See MFR report #2023826-2015-00296 for the other eye.

Manufacturer narrative:
Visual inspection of the returned product showed the lens was returned dry with a torn haptic. The lens was re-hydrated in bss and both the width and length of the lens was re-measured and found to be within original design specifications. A lens work order search revealed there were no similar complaints within the work order. Medical review-review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Manufacturer narrative:
Pt weight: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4).